Manufacturer narrative:
The investigation for the reported pump stop has been completed. The pump was not returned for investigation. Data logs show that the pump was never started during implantation. According to clinical details, the pump was successfully replaced due to being unable to start. The cause of the pump did not start issue was not determined since product was not returned and sufficient clinical information was not provided. The instructions for use states ¿impella stopped if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿

Event description:
The user facility reported a 47-year-old male in acute myocardial infarction/cardiogenic shock was to be implanted with an impella cp device for mechanical circulatory support. The impella cp was backloaded over the .018 wire and the wire was then removed to initiate start. However, the motor would not turn on and failure alarm turned on. The physician requested another impella cp and that worked fine. There was no harm to the patient as a result of this incident.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.